Event description:
This patient reported for a routine programming seesion on 9/26/2006 and had no response to sound during implant testing. The family reports no change in auditory function and no fall or impact to the head. Externals were exchanged, but this did not alleviate teh problem using the appropriate diagnostic equipment, it was determined that the device was not funictioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted the patient with a new device.